Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported problem. Troubleshooting and review of the system log files determined that the os disk of the x-ray pc would not boot and the led in the disk bay was off. The logs confirmed that the x-ray pc had malfunctioned. The fse replaced the x-ray pc. After replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.